Event description:
It was reported that the right ventricular (rv) lead had oversensing which appears to be lead noise due to lead fracture. The lead also had a high number of short v-v intervals which triggered a lead integrity alert (lia) and occasional pacing inhibition due to oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk implantable cardioverter defibrillator: (B)(6) 2010. 4193 implantable pacing lead: (B)(6) 2002. (B)(4).